Event description:
It was reported that post-op a lap gastric band, during post-op care, a barium swallow was done which showed and obstruction. The patient returned to surgery five hours post-op for diagnostic. The wrap was inspected, the band was loose. The patient was scoped through the esophagus which was clear from the stomach, pylorus and to the duodenum. A hemotoma was noticed on the anterior part of the stomach, situated towards the lesser curve within the band contact region. The port was replaced and the patient stayed overnight for observation.

Manufacturer narrative:
Date sent: 11/05/2009. Information is unavailable; device was not returned for evaluation. Device remains implanted.